Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested improswab microbiological transport nasopharyngeal swab. Repeat testing was performed with a new sample using the ID now covid-19 assay and generated positive results. Real time pcr confirmation testing was performed on a nasopharyngeal swab and generated negative results. The customer stated the patient was asymptomatic. The customer reported that there was no treatment provided related to the sars-cov2 results; however, this patient did require surgery for appendicitis. Additionally, the customer reported there was a delay in the patient's treatment due to the required repeat testing. Per the customer there was no patient harm as a result of the false result.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017891 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 /lot 1017891 and test base part number 190-430 / lot 1017891. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017891 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is is patient sample interference.